Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was dropped during normal use. The insulin pump had a vibrate anomaly. During the self-test a beep anomaly occurred the customer's blood glucose level was 190 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the self test. The vibrator and audio functioned properly. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.